Manufacturer narrative:
Analysis/evaluation: unless substantially significant info becomes available, this constitutes a final report. The signs and symptoms of these two (2) transfusion reactions that were described for this pt coincide with many of those known to be associated with anaphylactoid or immediate generalized reaction. Immediate generalized reactions have been associated with pt sensitivity to the plasma constituents which accompany the platelets during infusion, in such platelet preparations as contain plasma. It has been reported that washing of platelets would prevent some allergic, but not febrile, reactions. The causes of immediate generalzied reactions include: 1. Bacterial and/or endotoxin contamination in one or more units of pc in the sequential administrations. Various estimates have been made concerning the incidence of such contamination, ranging from 0.05% to 10% of all platelet pools. 2. An immunologically mediated event. Anaphylaxis has been reported as a result of the transfusion of specific complement degradation products (i.e. C4d) to individuals lacking the chido and/or rogers blood group angitgens. Five percent of the population is theoretically at risk for this phenomenon and it is directly dependent on the total quantity of plasma infused. 3. Infusion of activated platelets. Activated platelets have been associated with the adult respiratory distress syndrome, dyspnea, hypoxia, and shock. 4. Previous administration of emetogenic medication can increase the level of recipient's serotonin, additional to the serotonin load from the transfused platelets. This has the potential for severe hypotensive effects. In the case reported, the pt was being administered chemotherapy, whcih could induce these symptoms: daunorubicin hci and mercaptopurine. 5. Ethylene oxide (eto) residuals have been reported to be a potential source of such reactions. The implicated device was not sterilized with eto. 6. A cytokine induced inflammatory response. It is known that cytokines including il1 and 6 tnf and paf, progressively accumulate in stored platelet concentrate (pc). Levels are directly related to wbc content during storage and storage time. Symptoms resulting from infusion of these substances included shock, gi disturbances, vasomotor instability, flushing, and pulmonary dysfunction. These symptoms are particularly likely to occur if the recipient is further challenged with endogenous boluses of endotoxin. 7. In one study of platelet transfusions, an incidence of 5% hypotensive reactions was observed with plasma depleted pc, and 2% in leukodepleted pc with a device model similar to the implicated device. 27% of these hypotensive reactions had coincident symptoms other than hypotension. Hypotension in this report was defined as drop of mt 30mmhg systolic and 10mmhg diastolic. 8. Hypotensive reactions to platelet transfusions have been reported coincidental to use of other brands of leukocyte reduction device, containing differing materials of construction (and charge polarity). It appears that immediate generalized reactions following pc transfusions occur with a natural and significant frequency, and that leukodepletion does not increase, but may in fact decrease, the frequency of immediate generalized reaction. A review of the lot mfg history and field history of the device used was not possible, as the lot number was not recorded by the user and the involved devices were not retained. The initial blood pressure in these incidents was not made available. Heddle, et.al. Have reported that up to 3.6% of recipients of pc have hypotensive episodes of 30mmhg systolic/10mmhg diastolic or more. It is concluded that the two (2) episodes reported were most likely related to medications employed and/or the nature of the blood products being tranfused to this pt, or to unidentified predisposing factors in conjunction with any of the preceding.

Event description:
It was reported that a pt experienced hypotension from 110mmhg to 60mmhg, dyspnea, anaphylactic shock, dizziness and clouding of consciousness three mins from start of a platelet transfusion through the device. The transfusion was stopped and hypotensive drug, steroid and fosfomycin were administered. No pt sequelae was reported.